Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device intermittently powers off by itself. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control had advised the customer, a biomedical engineer, to examine the device's battery pins and battery contact pcb for signs of wear. Physio-control also recommended that the device has not been returned to physio-control for evaluation. The customer did return one (1) battery for evaluation that he advised was associated with this device and the reported issue. Physio-control evaluated that battery and observed that it was depleted upon receipt; however, the battery charged without discrepancies. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer's device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device intermittently powers off by itself. There were no reports of patient use associated with the reported event.